Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was noticed that the one order was missing due to incomplete information. A technical support specialist, resent the order and confirmed that the order showed up at the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the order not showing up in the device. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.